Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Mixing pump was not working to full capacity. Replaced mixing pump. Circulation pump was not working to full capacity. A 2000-hour pm was completed on the device. Replaced circulation pump. As part of the pm, replaced heater and drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. No additional actions are needed. Initial reporter name: (B)(6). Correction: d,e,f,h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mixing pump was defective. Per wo attachments, the device did not cool down the bypass hose. Temperature chiller temperature (t4) cooling tank has 3.8°c temperature. Outlet monitor temperature (t1) and outlet control temperature (t2) circulation tank did not fall below 20°c. Mixer pump runs at 100 percentage, so it was defective. Per review of wo on 29jul2025, there was no patient involvement. Per sample evaluation results received via task on 19aug2025, it was reported that the circulation pump was not working to full capacity.

Manufacturer narrative:
The initial reporter phone number provided is (B)(6). The initial reporter facility name provided is business division technology and construction (B)(6) hospital. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mixing pump was defective. Per wo attachments, the device did not cool down the bypass hose. Temperature chiller temperature (t4) cooling tank has 3.8°c temperature. Outlet monitor temperature (t1) and outlet control temperature (t2) circulation tank did not fall below 20°c. Mixer pump runs at 100 percentage, so it was defective. Per review of wo on 29jul2025, there was no patient involvement.